Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient had been in a car accident and the catheter was dislodged from the intrathecal space. A new catheter segment was successfully implanted. Additional information has been requested, but was not available as of the date of this report. This device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was later reported that the patient continued to do fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the remaining catheter was not aspirated because it was not in use anymore. The patient¿s symptoms included an increase in tone. The patient was doing well and their therapy was effective.